Event description:
The defective device was a hollister, anchor fast oral endotracheal tube fastener used to secure the oral endotracheal tube. The patient was on mechanical ventilation. When the ventilator alarmed, the rn discovered that the endotracheal tube was out of the patient. Rn called the respiratory care technician stat. Respiratory care supervisor successfully replaced the endotracheal tube. Investigation revealed that the bottom plastic piece that holds the endotracheal tube holder onto the plastic rail on the head band was broken allowing the endotracheal tube with holder to separate from the rail on the head band and the patient.